Event description:
The customer reported to olympus that the visera elite xenon light source had error code e207, emergency lamp failure during inspection for use for a therapeutic ureteral stent insertion procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿error code e207, emergency lamp failure¿ was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure in the spare lamp led to the malfunction, resulting in an error code related to the image processor or light source. Olympus will continue to monitor field performance for this device.